Manufacturer narrative:
The sheath and dilator were returned to the manufacturing facility for evaluation. Visual examination under microscope revealed the sheath tip to be partially sheared off while a part of it was still attached to the sheath tip. Additionally, there appeared to be a minor hole near the tip. The dilator tip was noticed to be slightly crushed. An evaluation of the retention samples from the reported lot as well as the surrounding lots was conducted. There were no visual anomalies noted during the visual evaluation. Dimensional testing confirmed the products met manufacturing specification. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Based on the user facility information and the investigation results, a potential root cause of the failure is believed to be significant amount of force used to manipulate the sheath against very hard object such as calcium and or significant scar tissue. The device labeling does address the potential for such an event in the instructions-for-use, which states the following: "advance or withdraw the guidewire slowly. If resistance is met, do not advance or withdraw the guidewire until the cause of resistance is determined." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported tip damage on the involved device. Follow up communication with the user facility confirmed the following information: procedure for recanalization of the left leg after bypass occlusion p1 segment; access was at the right side crossover; the physician started with a 4fr. Epsylar guiding sheath for the diagnostic; then removed the epsylar sheath and used an 8fr. Dilator to size up the access point; an 8fr. Destination was inserted; resistance was felt during the insertion of the destination; the destination was removed and damage to the tip was noticed; the physician took a 10fr dilator to up size the access point again; the intervention was finished without a problem using a new 8fr. Destination from a different lot; and there was no harm to the patient.